Event description:
It was reported that the pen needle 32gx4mm 14 pack was involved in a needle stick injury to the device operator/nurse after use. The following information was provided by the initial reporter: the nurse completed the injection of insulin for the patient. When close the needle cap, it's found that needle through cap and stick to the nurse's hand. The blood is immediately squeezed out, rinsed with running water, disinfected, and replaced with a new needle, which has no effect on the patient.

Manufacturer narrative:
Lot#8064015 DHR was reviewed and no qn found. Lot#8064015 manufacture records were reviewed, no abnormality was found. Visual inspection of needle through shield and needle bent testing was conducted on 14pcs retention samples, the result meet specification requirement. Pen needle product has 100% needle through shield inspection by vision inspection system, and defect part will rejected by point vision system station automatically. Base on the complaint description, the nurse completed the injection of insulin for the patient and when close the needle cap, it's found that needle through cap and stick to the nurse's hand. Based on the investigation, the cause is due to improperly disposition of the used needle by the nurse, it¿s an application issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 32gx4mm 14 pack was involved in a needle stick injury to the device operator/nurse after use. The following information was provided by the initial reporter: the nurse completed the injection of insulin for the patient. When close the needle cap, it's found that needle through cap and stick to the nurse's hand. The blood is immediately squeezed out, rinsed with running water, disinfected, and replaced with a new needle, which has no effect on the patient.